Event description:
It was reported that upon implant, the lead helix would not extend to attach to the endocardium. The lead was not used.

Manufacturer narrative:
All info was provided by MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Eval description: the reported field event of the lead not attaching securely was confirmed in he laboratory. Due to misalignment of the helix header and the ring electrode, the helix jumped out when force was built up. The cause of the misalignment is unk.